Event description:
It was reported that the insulin pump case is broken in two parts. Nothing further reported.

Manufacturer narrative:
Insulin pump had cracked battery tube threads, cracked reservoir tube lip and broken off end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.